Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
The customer reported that during routine testing of the device at the user medical facility, the touch panel of the quantum control unit (qcu) failed. By sliding the cursor from the left below to upper left, the cursor shifts from the point touched by finger. There was no patient involvement.